Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesion being treated was located in the right coronary artery (rca), however, lesion characteristics are unknown. While attempting to place the 2.5x32mm taxus liberte stent through the side branch of a previously placed stent, prior to deployment, it would not progress. The physician attempted to remove the 2.5x32mm taxus liberte stent however, it dislodged in the rca. The physician went down with another stent and crushed the stent against the vessel wall. The procedure was successfully completed with a different device. Patient condition listed as ¿fine.¿

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (6). (B) (4). (B) (4).